Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and heart block. It was reported that the right ventricular (rv) lead dislodged. The lead remains in use however a lead revision is planned. No further patient complications have been reported as a result of this event.